Event description:
It was reported that a customer stated the device came with the blue tip worn out. The white ring came loose during surgery and remained in the pt. Note: the ring is a ceramic insulator at the tip of the ablator of approximately 3mm diameter. No further pt info was provided at the time of this report or made available in response to follow-up requests to the customer. No additional adverse consequences have been reported from this event. This device is used for treatment.

Manufacturer narrative:
The device has been rec'd and evaluation is in progress. A follow up report will be submitted upon completion of the investigation. Device history record review revealed nothing relevant to this event. This is the first complaint of this type for this part/lot combination.